Event description:
It was reported that a patient's leads had "dislodged" a "few years ago". No further information about this event was given. If more information becomes available, a follow up report will be sent. For more information about this device please refer to manufacturer report # 3004209178-2013-00613.

Manufacturer narrative:
Product ID: 3889-28 lot# v062916, implanted: 2007 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3031a lot# serial# (B)(4), implanted: 2001 (B)(6), product type programmer, patient. (B)(4).